Event description:
Gel was applied laparoscopically for treatment of endometriosis. Gel was applied to colon, stomach, rectum, uterus, bladder. Within 2 weeks pt was re-hospitalized with fever, abdominal pain. Continues to have constipation, nausea, insomnia, dizziness. Enlarged kidney, fever and headache, cough. Adrenal glands have shut down and pt was diagnosed with chronic fatigue syndrome after the surgery.